Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. The received actual sample was visually inspected and no molding-related defect or any nonconformity was observed that may cause a problem in sheath activation. The actual sample was also evaluated through manual sheath activation. An audible click was heard during simulation which indicates that the sheath was activated successfully. The needle is fully engaged under the lock (sheath tooth) and no irregularity was encountered during and after activation.

Manufacturer narrative:
UDI - not required until (B)(6) 2016. Implanted date: device was not implanted. Explanted date: device was not explanted. Based on the result of the initial investigation, the complaint lot is confirmed already expired, the shelf life of our product is five (5) years from the manufacturing date. The actual sample has been returned as of this time hence we could not provide detailed information of its actual condition. The investigation is still an ongoing. Once the investigation is completed a follow up report will be submitted. No retention sample and lot history file were checked since the records of the complaint lot number are already beyond the retention period. We have series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. We conduct stability tests periodically to verify and confirm visual, dimensional, and functional characteristics of the product throughout its shelf life. Based on the stability data of the representative lot of sg2 needle (25gx16mm), the intended specification of the device met its 5th year of shelf life since the results showed that all samples passed the visual, dimensional and functional inspection. This complaint is still an ongoing investigation. Therefore, a final answer card will be provided once the investigation is completed. (B)(4).

Event description:
The user facility reported that the involved mckesson needle with the safety feature failed. The safety lock did not lock into place and the needle stuck the customer. Additional information was received on 11june2021: the needle stick incurred was by a health care provider and she was stuck in her left thumb. No treatment was required, she bled it out and rinsed her thumb with water, nothing further necessary. She knew the patient and didn't have a concern for infectious exposure. The hcp stated that she uses the product all the time and is familiar with sg2 safety activation. She performed against a hard surface but did not hear click. She said it just didn't seem to catch in the safety lock and she was stuck in left thumb. This occurred post patient botox injection. Patient was not impacted at all, and received injection as intended.